Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a cable on the mega suturecut needle driver instrument was identified as being frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one instrument grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed grip cable, if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.